Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #2 of 2: reference mr. Report: 1627487-2017-01438. The patient has two leads implanted with the same lot numbers. It was reported lead diagnostics revealed multiple low impedances. During reprogramming the patient experienced overstimulation which prevented further reprogramming. Surgical intervention may be pending to address this issue.